Event description:
It was reported that the physician chose to replace the implantable cardioverter defibrillator (ICD) due to the 50% loss of device expected longevity. It was also noted that the patient had radiation treatment for breast cancer and is suffering anxiety. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.